Event description:
While the unit was in use on a pt the intra-aortic balloon catheter extender became dislodged from the safety chamber with no leak alarms. The unit had an autofill failure. The pt was switched to another unit and therapy was continued. No pt injury was reported.